Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) was 596 mg/dl and high ketones. Customer addressed the elevated bg with a manual insulin injection. Ultimately the customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2024.